Manufacturer narrative:
Reference ID: (B)(4). Combidiagnost r90 is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. When the footrest is not locked into place on both sides, it can slide off the table when the table is tilted up. The local field service engineer (fse) performed analysis and concluded that footplate had come off as it was not locked properly to the table by the user. Confirmed with user that the replacement foot stand has been fitted and is operating well. User was advised to check the operation of the foot stand by moving in and out after attaching it to the table. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed by the customer. The device was tested and is returned to clinical use.

Event description:
It was reported that the during preparation of examination, when the table was being titled downwards the foot stand fell and broke. There was no user impact and there was no patient involvement.